Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lithotomy, the subject device was used. At the beginning of the procedure, the open circuit errors occurred several times. The probe of the subject device was broke off and fell into the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on jan. 18, 2018. The tip of the probe was broken off at 9.5mm from the distal end. And the coating on the outer surface of the probe was partially missing. There was a contact mark around the broken point of the probe. The fracture surface of the probe showed that crack developed. The grasping section also had a contact mark. The tissue pad (ptfe pad) in the grasping section was partially worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.